Manufacturer narrative:
(B) (4): the product is not available for eval. The lot number of the suspect device was not identified, so the manufacturer is unable to determine the specific device that broke for the lot numbers of the drivers that broke during the revision surgery.

Event description:
It was reported that the pt underwent revision surgery in (B) (6) 2009 (refer to manufacturer report# 1030489200900453, 1030489200900454, 1030489200900455). During the revision surgery, the tip of the driver broke while implanting the rod-connector.